Event description:
Reporter alleged the lancet needle that is apart of the softclix device kit system used in finger-stick blood glucose testing protrudes from the device and will not retract. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix device system: catalog number 957.